Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the balloon completely unfolded. The sheath was noted to be kinked and a portion of the balloon membrane was observed to have been drawn into the sheath. Blood was observed on the balloon's exterior only. Underwater leak testing revealed no leaks in the iab. Visual examination revealed the membrane at the proximal taper to be stretched. When this area was viewed under polarized light, the area appeared stressed. It was not possible to pump the iab in the laboratory on the system 90 iabp due to the condition of the returned membrane. Iabp alarms sounded during the test. Probable cause of difficulty: even though it was not possible to satisfactorily pump the balloon in the laboratory, no leak was found in the iab to have caused the reported leak alarms. It was not possible to determine the exact cause of the reported difficulty based on the event description and examination. In general, excessive alarms may be attributed to one or more of the following: a temporary kink in the catheter tubing may have prevented the flow of helium into and out of the balloon membrane causing the pump to sense a "loss" of gas or to display "catheter fault". Manipulation of the balloon catheter may have alleviated the problem. (The catheter tubing may have become kinked if the iab was not removed from the tray retainers according to datascope's instructions for use.) There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may have alleviated the problem. The pump may have needed servicing. The damage to the membrane at the balloon's proximal taper may have occurred when the membrane was partially drawn into the sheath during balloon removal from the patient.

Event description:
The "rapid gas loss" alarm sounded from the system 95 pump. The iab was changed to a system 90 pump and "check catheter" alarm sounded. (Event complications: unknown- reported 5/30/97.) ( pt's current status:unk- rpt'd 5/30/97.)